Event description:
The account stated that error code 1007 (unable to process test, activated read failure) was generated on the architect analyzer. The customer was instructed to replace the reaction vessel cells with another lot (73319p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The info received indicated that the scrub nurse prepped product as per instructions for use (IFU). The physician advanced the product into the guiding catheter and positioned it in left anterior descending (lad) artery over the lesion. The physician instructed the nurse to inflate the balloon and deploy the stent. The balloon would not inflate as the indeflator went up. That is when the physician and the scrub nurse noticed that there was a crack on the hub of the cypher stent delivery system. The device was prepped per the instructions for use. There was no anomaly noticed during prepping. The inflation device used was from boston scientific. The contrast: saline ratio was 50:50. The procedure was completed with a promus stent.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.